Event description:
It was reported that a patient had not felt stimulation ¿for probably a day¿ and couldn¿t charge her recharger because the connector pin was bent. It was later reported that the recharger had a broken connector. It was unclear if the recharger connector was bent or broken. Final analysis of the recharger revealed that the cable assembly connector pins were broken. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), product type recharger, product ID 37754, serial# (B)(4), product type recharger, product ID 37746, serial# (B)(4), product type programmer, patient. Product ID 39565-65, serial# (B)(4), implanted: 2013-(B)(6), product type lead. (B)(4).